Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser failed to power on. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the company representative indicated the reporter was a nurse. The reported event occurred during a procedure. When the laser was turned it did not end with the ignition sequence, the laser was turned off and restarted but the same issue occurred. The case was completed using an alternate laser unit. There was no harm to the patient.

Manufacturer narrative:
The customer reported unit failed to go to fluid/ air exchange. During a procedure, the surgeon could not push fluid into the eye. They pulled the other system into the or and completed the procedure without harm to the patient. No identifiers were available. Additional information was requested with none received to date. The system was examined and the reported event was replicated. The table top power control module was replaced to address the issue. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming table top power control . However, how or when the module became nonconforming cannot be determined conclusively (B)(4).